Event description:
It is reported that a customer accidently hit the suspend button on their insulin pump causing high blood glucose. The patient's blood glucose level was 380 mg/dl at the time of the call. The customer stated that they can not hear the alarms on their insulin [pump. The customer was assisted with setting their insulin pump to the vibrate mode. The customer was advised to monitor the pump for any other issues. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.